Event description:
Pt reports episodes of hypoglycemia after every insulin cartridge change. Pt reviewed her cartridge change and infusion set priming procedure with co representative. It was confirmed that pt is following recommended procedure. Pt hospitalized for broken ankle, possibly related to loss of consciousness. Pt called for suggestions because she feels her low blood sugars may be related to the insulin. Advised to contact drug MFR. She reports pump is working fine.